Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted right upper pulmonary lobectomy procedure, bleeding occurred upon removal of the synchroseal instrument from the patient. At the point of vascular detachment, during the sealing and cutting process, the surgeon was unable to properly grasp the penrose drain at the back of the blood vessel. The surgeon stated that the synchroseal instrument successfully sealed and cut. The surgeon also confirmed that the appropriate sealing tones were heard. However, upon withdrawing the synchroseal instrument for reinsertion, bleeding occurred from the pulmonary artery (pa), located beneath the intended vessel that was sealed and cut. Although the exact volume of bleeding is unknown, the patient did not require a blood transfusion. The bleeding was controlled through the assistant's port by applying compression to the site, and the surgical approach was converted to an open thoracotomy. While the surgeon was checking the field of view, the surgeon believes that the wrist of the synchroseal instrument inadvertently made contact with the pa, causing the vessel to rupture. The procedure was completed and the patient required an additional 2-3 days of hospitalization as a result of pain from the thoracotomy.